Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2018. Serial number: unknown/not provided. Catalog#: unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI number: a complete UDI # is unknown as product serial number was not provided. If implanted; give date: unknown/not provided. If explanted, give date: unknown/not provided. Device manufacture date: unknown as product serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported a planned explant of an intraocular lens (iol), model zxr00 on (B)(6)2018. No specific reason for the explant was provided. No additional information was received.

Manufacturer narrative:
The following section has been updated accordingly: date of event: (B)(6) 2017. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Medical device: model zxr00 was reported on initial report. The correct model is zct100 is the correct. Additional information: patient had halos and glare on his left eye. It was noted that incision enlargement was performed to remove/explant the lens. Patient is doing well post-surgery. The following sections have been updated accordingly: gender/sex: male. Medical device: serial number: (B)(4), model number: zct100, catalog#: zct1000235. Medical device: expiration date: 1/6/2021. Medical device: UDI number: (B)(4). If implanted; give date: (B)(6) 2017. If explanted, give date: (B)(6) 2018. Device manufacture date: 1/6/2017. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.